Event description:
Additional information received from a healthcare provider (hcp) indicated no problem was found during the reservoir check (all of the fluid was in the pump). The reservoir was rechecked the same day and the contents were aspirated . The cause of the leaking fluid was not determined. The fluid leak had since resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: neu_refillkit_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of prialt (5mg/ml, minimum rate) in an infusion pump for non-malignant pain. The pump drug was switched from prialt to fentanyl (100mcg/ml, 25mcg/day) on (B)(6) 2015. During the procedure the appropriate refill needle was inserted into the refill port an at angle. The healthcare provider (hcp) felt the needle go into the reservoir port, possibly on the edge of the port. The hcp aspirated approximately 0.5ml-1.0ml of "fluid", then the rest of the fluid started "spilling out around the drape." The hcp was unsure where the fluid was coming from. The hcp made sure the needle and hub were tightly connected. The hpc was fairly certain the fluid was not from the pump pocket. At that time, the hcp opened a new refill kit and was able to aspirate the remain drug from the reservoir (another 0.5ml). The hcp filled the pump with the full 40ml of fentanyl and aspirated every 10ml to verify the needle was still in the refill port. The needle used was discarded and could not be returned for analysis. There were no reported symptoms related to the refill. The hcp was going to bring the patient back in to verify the 40ml were still in the pump reservoir. Additional information was requested from the hcp regarding the reservoir check results, any actions/interventions taken, if the cause of the issue was determined, and if the issue resolved.